Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, after deployment, when harvesting the sutures one of the sutures was knotted before the artery. The sutures were removed and a second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The technician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture knotting before the artery was not confirmed. However, an anterior cuff miss was detected. Based on functional testing of the returned device, using the returned plunger/needles assembly, proper needle trajectory was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.